Event description:
It was reported that this right ventricular (rv) lead exhibited a spike in shock impedance that was high and out-of-range, greater than 125 ohms. This product remains in service. No adverse patient effects were reported.